Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation, which revealed foreign matter and a molding defect. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and molded part has defects. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® acd-b 1.5 ml blood collection tubes, foreign matter and a molding defect (bottomless tube) were seen in one (1) tube. No adverse impact was reported regarding the patient or user.